Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent partial hysterectomy due to pop. It was reported that following insertion the patient experienced urinary problems, dyspareunia and bleeding.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent mesh revision/removal on (B)(6) 2007 due to non-specific right lower quadrant pressure and pain with voiding and underwent genitofemoral nerve block on (B)(6) 2008 due to bilateral groin and intermittent left thigh pain and low back pain. It was reported that patient underwent laparoscopy with lysis of adhesions and bilateral salpingectomies on (B)(6) 2008 due to pelvic pain, adhesions around both ovaries, and right tube adhered to left ovary area. It was reported that patient underwent kenalog injections on (B)(6) 2009 and (B)(6) 2009 due to pelvic pain. It was reported that patient underwent cystourethroscopy on (B)(6) 2009 due to pain, urinary urgency, and urgency incontinence. It was reported that patient underwent cystoscopy on (B)(6) 2012 due to pelvic pain and microscopic hematuria and underwent cystoscopy with bladder biopsy and injection for painful bone anchors on (B)(6) 2012 due to abnormal bladder mucosa and painful bone anchors. It was reported that patient underwent cystoscopy on (B)(6) 2012 due to follow up from surgery and uncertain behavior of the bladder. (B)(4).